Event description:
Patient had episode 7 of what appears to be emi (electromagnetic interference) noise on egm (electrogram). (Visible on atrial channel). Rep is asking if it's possible to "gain up" the egm to see details of ventricular channel. We are unable to do that. No further details are known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).